Event description:
Adverse event(s): "no pt impact" (no consequences or impact to pt). Product problem(s): "metal cover of the illuminator probe came off" (material separation). A surgeon reports the whole metal cover of the illuminator probe came off while using the trocar. (The metal cover was caught on the trocar). The illuminator was stuck in the trocar and the cannula had to be removed from the eye with the metal shield stuck inside. There was no pt impact.

Manufacturer narrative:
No samples were returned for eval. A definitive root cause could not be determined. (B)(4).